Event description:
New information received notes that the physician alleged the battery longevity calculation issue.

Manufacturer narrative:
The reported field event of premature depletion and incorrect measurements was not confirmed. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that during the outpatient checkup, premature battery depletion was suspected. The device was explanted and replaced. No patient consequences were noted.